Event description:
The initial reporter stated that the pump "cord connection was smoking and damaged". (B)(6) followed up with the initial reporter who stated that they had no further information about the complaint. [(B)(4)].

Manufacturer narrative:
The pump was returned to (B)(4) for evaluation. A DHR review was completed and found no non conformances. When the device was returned to (B)(4) for investigation, the pump operated as expected. There was also no indication that the pump had experienced any kind of fire. This report is being filed because all complaints of this type are considered reportable by (B)(4).